Event description:
The following was reported to hamilton medical ag: this c1 was continuously used on the patient. However, at 15:08, technical event: 231002 appeared on the screen, but this alarm was immediately cancelled. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).